Event description:
It was reported, the high definition camera head had image problem and visual abnormalities. There were no reports of patient harm.

Manufacturer narrative:
Correction: added (high definition) to b5, for product name "hd". The device was returned to olympus for evaluation. And the customer's allegation was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: a smashed connector tip. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, the image issues were, due to a faulty cable unit. A definitive root cause for the smashed connector tip could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the hd camera head had image problem and visual abnormalities. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.